Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: no pt effects. It was reported that when advancing the xience v into the artery, the shaft broke in half. The entire device was removed. A new xience v stent was used without issue. There were no reported pts. No add'l info was provided.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was locked out when the device was fired on the pulmonary artery at the third firing. The cartridge was loaded properly. The jaw was released after both sides of the jaw were clamped. The staples of the acral part were unformed. Ligation was performed. Although bleeding occurred a little, blood transfusion was not required. There were no adverse consequences for the patient. The doctor commented that it had a difficulty in firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape."